Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer has been having issues with high blood glucose readings. Customer's blood glucose was 589 mg/dl at the time of the incident. Customer's current blood glucose is 140 mg/dl. Customer had headaches, chest pains, and trouble breathing. Customer treated with a bolus and has no back-up plan. Customer was visiting for a cancer treatment. Troubleshooting was performed and customer was advised that a tubing clamp will be sent. Customer was advised to call back to complete the high pressure test.